Event description:
It was reported that in 2010 the patient¿s stimulation was shocking them so they turned the therapy off. It was determined that the patient¿s leads had crossed resulting in the shocking in their legs and knees. They met with their manufacturer representative at the time who tried to program the implantable neurostimulator (ins) but it was not successful. The system was explanted around (B)(6) 2010.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that there had been numbness and tingling at the upper extremities. The patient had met with a manufacturer representative (rep) on an unknown date and on (B)(6) 2015. The patient underwent trigger point injections, epidural injections, and programming adjustments with the rep. The cause of the event was not determined and it was stated to not be device related. The patient was noted to not have recovered; the symptoms/issue was ongoing.

Manufacturer narrative:
Concomitant products: product ID: 37743, serial# (B)(4), implanted: (B)(6) 2008, product type: programmer, patient. (B)(4).